Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon was noted to slowly deflate, and was sticking to the stent causing deflation difficulties. The physician deployed a taxus express2 8.8% 2.50 x 20 mm drug eluting stent at 12 atms through a saphenous vein graft in a 90% stenotic lesion in the diagonal branch. The lesion had been predilated. Following stent deployment, the balloon appeared to deflate "slower than normal" and the balloon was sticking to the stent. The balloon was reinflated to 16 atms and again pulled negative but he was still unable to free the balloon. The physician then used a 60 cc syringe to pull negative several times on the balloon noticing slight retraction of the balloon along the advancement of the guide catheter into the svg with each attempt. The guide catheter had advanced through the svg and was near the stent when the physician was finally able to remove the balloon along with the entire system. The physician was able to remove the balloon within a minute. Upon inspection of the device after removal, the balloon was noted to be deflated. The pt had mild chest discomfort during this event, but no EKG changes were noted. The final result of the stenting procedure was good. No pt injuries or complications were reported.